Event description:
A zoll distributor returned battery pack (B)(4) to report that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. The bottom plate of the housing was pulled off of the battery and the cells were pulled apart. The cause of the failure was isolated to the damage. The root cause for the damage was physical abuse. No adverse event resulted from the defective battery pack.